Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was indicated that there was an early implantable neurostimulator (ins) depletion. The patient reported that they worked at a federal prison and went through metal detectors every day. The patient noted that the device depleted 6 months after it was placed and was concerned about the metal detectors depleting the implant. The patient was referred to follow up with their healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.